Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient's programmer reflects a communication error. It was noted the patient last recharged the ipg in february 2015. The patient's ipg is inoperable. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.